Manufacturer narrative:
On 09 june 2017 the (B)(4) performed a clinical evaluation and commented as follows: 4+ years after primary cementless dual mobility tha the patient reported with pain and signs of initial osteolysis were found along the femoral stem. This is compatible with the hypothesis of polyethylene wear consequences. The single image supplied does not allow to evaluate possible neck resorption and leg shortening, which appear to be possible concomitant situations. The relationship of these hypotheses with the reported pain are unknown to date. Batch review performed on 20 june 2017. Lot 123799: (B)(4) items manufactured and released on 26 october 2012. Expiration date: 2017-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon noticed that the patient had osteolysis. The surgeon revised the head and liner. The surgery was completed successfully. X-rays are available. Explants are not available.